Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in an unspecified artery below the knee. A 2.5x200mm armada 14 balloon ruptured at 8 atmospheres during the first inflation. The procedure was successfully completed with an unspecified abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported balloon rupture, as the returned device analysis was unable to confirm the rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.